Event description:
It was reported that the patient presented to the clinic because his inflatable penile prosthesis (ipp) was not performing as expected due to a fluid leak. A replacement surgery was performed in which all ipp components were removed and replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.